Event description:
On (B)(6) 2025, rayner received notification from its distributor in (B)(6) of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye there was a line across the iol optic necessitating explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the surgeon observed a line across the optic. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. Rayner iols can cause posterior capsule folds/creasing as a direct result of the high radial force exerted on the capsular bag during implantation. It is therefore possible that the line across the optic is a crease in the capsule. If the line is generally in line with the direction of injection, this would indicate that they may be an artefact of the injection process. Our review of production records for the rayone emv rao200e batch 104251346 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 104251346. Without the ability to examine the device and without clear event details being provided it is not possible to establish root cuase.